Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not confirmed. The error log revealed a time zone / write to event log phenomenon had occurred. The device's main board was replaced to resolve the issue. Overall check, cleaning, and functional testing were performed. The device worked properly.